Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Retention devices were tested with hcg negative serum samples and hcg 2 miu/ml serum control. All results were negative at read time and met qc specification. Customer returned 1 vial patient serum sample and were tested with return devices. The test results showed hcg negative at read time. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. Product performs as expected. No problem found.

Event description:
On (B)(6) 2016 a (B)(6) old female arrived at the ER for an unknown reason. An hcg test was performed yielding a false positive result. A serum sample was collected at 9:30 am and tested at 10 am with a false positive result on the cassette. There was a faint line which did not strengthen over time. Serum sample was <5, not hemolyzed. The test was read at 5-6 minutes with a timer. Another sample was collected (B)(6) 2016 at 1417, tested with the same kit/lot and the result was positive which was the third false positive result. Troubleshooting reviewing technique with no deviations noted.